Event description:
It was reported that five minutes after priming there was blood leakage of approximately 20cc at the gas outlet of the devices. No reported patient effect. (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) has received the device for evaluation. The investigation is still pending. A supplemental medwatch will be submitted when additional info becomes available.